Manufacturer narrative:
Corrected data: this MDR is related to MDR #2023826-2016-01753. This correction is the actual initial report for this MDR. Initial MDR #2023826-2016-01780 has incorrect information. Please disregard this MDR #. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -10.00 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -10.50 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).